Manufacturer narrative:
This is one event (hypotension) of two events reported for the same pt involving two separate products. Associated MDR #s: 1225714-2013-00858, 1225714-2013-00860, 1225714-2013-00861.

Event description:
The plaintiff's attorney alleged that the decedent was hospitalized due to extremely low blood pressure (hypotension) on (B)(6) 2011, and experienced a cardiovascular event and subsequently expired on (B)(6) 2011, after the use of the product.